Event description:
On (B)(6) 2012, the patient's caregiver (cg) contacted baxter's technical service center to report an issue of fibrin in the lines while on the home choice (hc) device during use. During the conversation, the cg stated that the home patient (hp) went to emergency room(ER) the previous night and had his peritoneal effluent tested for an infection. On (B)(6) 2012, product surveillance contacted the peritoneal dialysis registered nurse (pdrn) regarding the reported incident. The following information was reported. On an unknown date, the patient began peritoneal dialysis (pd) therapy. On an unreported date, the patient had a touch contamination. On an unreported date, the patient complained of abdominal discomfort and fibrin in the line. On (B)(6) 2012, the patient went to the emergency room (ER) to be evaluated. On (B)(6) 2012, following the evaluation in the ER, the patient was admitted to the hospital with a diagnosis of peritonitis. The patient was treated in the hospital with gentamycin and vancomycin (dose, route, frequency unknown). On (B)(6) 2012, the patient was discharged from the hospital. Pd therapy was ongoing. The patient was retrained on proper aseptic procedure for peritoneal dialysis. The patient was recovering from the peritonitis. The pdrn stated the peritonitis was caused by a touch contamination. Peritonitis was unrelated to baxter solutions and disposables. Global pharmacovigilance provided the following additional information regarding the peritonitis event. On (B)(6) 2012, the patient's mother contacted customer services and reported the patient was hospitalized in (B)(6) 2012 for peritonitis. The patient's mother confirmed the cause of peritonitis was a mistake/touch contamination. The patient recovered from peritonitis.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A sample is not required for use error as there is no allegation against the device. A 510(k) number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, a batch review was not performed. This report of use error - breach in aseptic technique is confirmed because it was reported there was a break in aseptic technique by the user described as a touch contamination. However, the assignable cause could not be determined. Instructions related to the reported problem are contained in the product labeling, are accurate and sufficient, and easily accessible by the patient. No issues were identified with the product labeling that would contribute to the reported problem. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.